Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description: root cause is undetermined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing separated from the catheter during use but prior to the puncture, with "pooling" behind the wings of the catheter noticed first. Medwatch report#s mw5088054 and mw5087996 were opened in response to this event. The following information was provided by the initial reporter: "after inserting the bd nexiva 20 ga 1.00 in closed IV catheter system - dual port, observed pooling behind the wings of the catheter. On closer examination the tubing was found to be separated from the rest of the catheter set. It was connected prior ro the stick. This was an equipment failure. No injury or appreciable delay in pt. If this failure had occurred during a chemotherapy infusion, it would have put the pt at risk for harm."